Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for an appointment on (B)(6) 2017. The battery life estimation during interrogation read 4.3 years, however technical services corrected the estimate to be lower. No further information was available.